Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. It should be noted that, per the indication for use section of the mitraclip system instructions for use (IFU). The mitraclip ntr/xtr clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). The reported use of mitraclip to teat tricuspid regurgitation (tr) is an off-label use of the device; however, the influence of the IFU deviation on the reported issue is undetermined. All available information was investigated and a definitive cause for the reported difficult to remove cannot be determined in this event. The patient effect of arrhythmia is due to procedural circumstances/anatomy interaction. The reported patient effect of arrhythmia is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report difficult to remove, arrhythmia, and medical intervention. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation with a grade of 5+. It was noted eustacian valve. A clip delivery system (cds) was advanced to the tricuspid valve for off label use. However, the clip became briefly caught in the chords. Troubleshooting was performed and the cds was removed with the clip attached. It was suspected that the clip may have come in contact with the av node. The patient experienced arrhythmia. This was treated with medication and a temporary pacemaker was implanted. The procedure was aborted. No clips were implanted, and tr is 5+. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.